Manufacturer narrative:
Updated event date.

Event description:
It was reported the tempus ls screen is scrambled.

Manufacturer narrative:
Previously reported on MFR report number 3003832357-2024-00568. Investigation will be provided within final for MFR report number 3003832357-2024-00568. Investigation is pending.